Event description:
The account stated they had several low errors with htlv-I/ii eia reagent lots 56636m200 and 58110m102 with the commander fpc and commander ppc within the last month. The account is following the product correction letter instructions properly. Service was requested for all 3 commander fpc's and all 3 commander ppc's. No impact to pt management was reported.

Manufacturer narrative:
(Flexible pipettor center, htlv-I/ii assay was being analyzed). Service performed alignment adjustments and performed all required verifications and controls. All passed within specifications, the analyzer is operational and required no further investigation. The account stated that there have been no more occurrences of many low flags for htlv-I/ii since the service visit. This is a final report.